Manufacturer narrative:
Date of event: 2002. The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed. Device was used for treatment, not diagnosis.

Event description:
A journal abstract received entitled: internal fixation of trochanteric fractures by proximal femoral nail. Dousa p., bartonicek j., jehlicka d., skala-rosenbaum j. Acta chirurgiae orthopaedicae et traumatologiae cechoslovaca. 2002 ; 69 (1) :22-30. A prospective study evaluating a group of 41 patients, 12 men and 29 women, average age 68 years operated on between september 1997 and march 2001 by means of proximal femoral nail fixation. The group was comprised of 11 unstable peritrochanteric fractures, 26 high subtrochanteric fractures, 3 low subtrochanteric fractures and 1 pathological fracture. This complaint regards a patient that experienced failed distal fixation of the nail. The fractures healed. This is report 5 of 5 for complaint (B)(4). This report is for an unknown distal screw.